Manufacturer narrative:
Evaluation summary: the device was returned for visual inspection. Visual inspection of the device found that both ball bearings of the device were missing. Both ball bearings were not returned for inspection. The device also exhibits signs of wear from use. The receiving inspection report for (B)(4), lot # 80554066 supplier manufactured component for item (B)(4) lot # 62315467 were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. This device is used for treatment. This device is confirmed to have been a part of a previous investigation and corrective action. This corrective action was indicated for ball bearing falling out of the tasp shim construct at a high rate during cleaning. During the investigation, it was discovered that ultrasonic cleaning was not addressed as a potential user need. A field action were initiated to recommend against using ultrasonic cleaning as a sterilizing technique for these devices. The device was subsequently re-designed to account for this failure mode with a new locking mechanism. It was determined that this device was manufactured prior to this design change. Therefore, the root cause of the event is related to the design of the device.

Event description:
It was reported the tibial articular surface provisional was missing ball bearings. The ball plungers were lost during ultrasonic cleaning. No surgery or patient impact.